Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached. The detached coil was retrieved from the patient with a snare device. There was no reported patient injury.